Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not x-ray during a case. The procedure was completed with another system. No patient injury was reported.